Event description:
Revision surgery: the pt has severe osteoporosis and scapula failure. The surgeon left the primary stem in the pt, but converted all other parts to a hemispherical shoulder.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured scapula after 1.1 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 69th complaint for this part number: 16 device loosening, 13 broken screws, nine infections, ten dislocations, six trauma, four instability, two dissociation, one subsidence, one non-assembly, one surgical technique, one loose joint, one misalignment, one limited range of motion, one over reamed by the surgeon, and one failed allograft. This is the first complaint for this lot number. The root cause was most likely due to osteoporosis. There is no information reported that showed a material, design, or manufacturing problem with the product.